Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve replacement to treat her 33mm bioprosthetic valve which was implanted 13 years and four months ago. An edwards transcatheter valve was implanted in the tricuspid position due to tricuspid stenosis.

Event description:
It was reported that this patient with a 33mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of approximately 13 years, four (4) months due to severe tricuspid stenosis. The valve-in-valve procedure was performed with a 29mm edwards transcatheter heart valve. Post implant, transesophageal echo revealed an excellent result with a mean gradient of 3mmhg and no significant regurgitation. The patient was transferred to ICU for monitoring. Post procedure echocardiogram showed a normally functioning valve in the tricuspid position that was well-seated without any rocking or a variant c noted. There was no residual tricuspid regurgitation. Intra-operatively, the patient was noted to be in atrial fibrillation. Several attempts at cardioversion were unsuccessful. The patient was noted to have atrial fibrillation and ventricular tachycardia overnight and had several more attempts at cardioversion. They were noted to be unsuccessful. The patient experienced cardiovascular collapse. The patient expired on pod #3.